Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. Visual and functional testing was performed. Functional testing revealed check clutch error. Visual examination found the position potentiometer unplugged. The position potentiometer was plugged back into the main board. After device repair and recalibration, the device was found to pass all deliver, accuracy and functional tests.

Event description:
Pump alarmed "check clutch." No patient injury or adverse event was reported.